Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2017) is considered to be a best estimate. Updated fields: a2,b3,b4,b5,b7,d3,d4 (product catalog no., UDI no, expiry date, corporate lot no.),g3,g6,h2,h4,h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralight st mesh (device 1). Per operative notes, ¿a small hernia at the upper portion of the prior hernia and another small hernia at the lower portion was noted. The previous midline scar was resected and subcutaneous tissues were dissected. Two hernias were opened and sac was removed and defect was reduced. A ventralight st mesh (device 1) was placed and sutured to the under edge of the fascia and secured with sutures. The midline fascia was closed and secured with sutures.¿ (B)(6) 2019 patient was diagnosed with recurrent incisional hernia with pain thereby underwent open repair with implant of ventralex mesh (device 2). Per operative notes, ¿ the prior wound was opened and existing scar was excised. There was a small hernia defect at the top of previous repair. The undersurface of the fascia was cleared circumferentially, and hernia was repaired with small circle ventralex mesh (device 2) and sutured to the undersurface of the fascia with sutures. The fascia was closed and reapproximated with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.